Event description:
It was reported that during a routine device change out, the left ventricular (lv) lead was damaged when the lead was attempted to be repositioned from the great cardiac vein to the posterior lateral cardiac vein. The lv lead was explanted and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.